Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735585, software version #: 3.0 product ID: 9735225r, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. MFR site: this event took place in (B)(6), system service was performed, and hardware parts were replaced. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery. It was reported that the system froze while waiting for the registration. The system was not able to start up due to a boot disk failure after a forced termination. The system was restarted several times to resolve the issue. There was no patient harm and the procedure was delayed less than one hour.